Event description:
Loops were noted to be bent from factory. Discovered before procedure, local representative was informed of issue. Manufacturer response for electrode, electrosurgical, active, urological, n.a. (Per site reporter). Local representative was informed. Response unknown.